Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a safeset shielded blunt cannula, and it was reported that there were issues when drawing blood from the transducers. Specifically, blood drips on the blue piece were noted, directly where the blood collection adapter is connected to the shielded blunt cannula. Also, air going into the actual blood collection tube was noted when this happens. There was patient involvement, and no patient harm.

Manufacturer narrative:
D9 - date returned to MFR: 3/17/2026. The reported complaint of leak was not confirmed on the returned sets. A blunt cannula will not be connected to that cord. No visual anomalies were observed on the returned sets. When the blunt cannula is connected to a monitoring kit and when fluid was drawn, no leaks were observed near the blunt cannula. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.